Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
Reportedly during the implant of the subject pacemaker, connection issues were note relative to the ventricular channel. The connection maneuver lasted very long before the click sound. However, no ventricular pacing visible (while pacemaker not yet in the pocket). The pacemaker was then put in the pocket resulting in successful ventricular pacing. During post-op programmer check, the following was observed relative to the ventricular channel: the impedance more than 3000 ohm, the pacing polarity was programmed to unipolar and the pacing threshold was 3,25v, 0,35 ms. Reportedly, it was not possible to program the device in bipolar ventricular pacing. A re-intervention was performed accordingly. The ventricular lead was unscrewed from the pacemaker, disconnected from the connector block and then reconnected, and the ventricular set screw was (tried to be) fastened again with the same difficulties of screwing as during the first attempt. The pacemaker was put in the pocket producing intermittent stimulation. No irregularity was noted while measuring the ventricular lead with a psa. Another pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly during the implant of the subject pacemaker, connection issues were note relative to the ventricular channel. The connection maneuver lasted very long before the click sound. However, no ventricular pacing visible (while pacemaker not yet in the pocket). The pacemaker was then put in the pocket resulting in successful ventricular pacing. During post-op programmer check, the following was observed relative to the ventricular channel: the impedance more than 3000 ohm, the pacing polarity was programmed to unipolar and the pacing threshold was 3,25v, 0,35 ms. Reportedly, it was not possible to program the device in bipolar ventricular pacing. A re-intervention was performed accordingly. The ventricular lead was unscrewed from the pacemaker, disconnected from the connector block and then reconnected, and the ventricular set screw was (tried to be) fastened again with the same difficulties of screwing as during the first attempt. The pacemaker was put in the pocket producing intermittent stimulation. No irregularity was noted while measuring the ventricular lead with a psa. Another pacemaker was implanted.